Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was blood pooling in the stopper well. The following information was provided by the initial reporter. The customer stated: "the forced pressure is used to insert the vacutainer and blood residue remains at the top of the vacutainer. Once draw is completed and the tube is removed, blood residue remains on the top of the vacutainer."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation of material # 367820, batch # 0252764. Therefore, 30 retention samples from bd inventory were evaluated by draw testing to inspect for leakage/pooling at the top of the stopper as well as difficulties inserting the tube in the acquisition device and no issues were observed relating to forced pressure while inserting the tube in the acquisition device or leakage/blood pooling at the top of the stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was blood pooling in the stopper well. The following information was provided by the initial reporter. The customer stated: "the forced pressure is used to insert the vacutainer and blood residue remains at the top of the vacutainer. Once draw is completed and the tube is removed, blood residue remains on the top of the vacutainer."